Manufacturer narrative:
Initial.

Event description:
It was reported that a patient experienced an inability to activate a new freestyle libre 3 plus sensor when attempting to scan with a mobile app; repeated scan attempts failed, and the issue was assessed as requiring a new cgm. No adverse clinical symptoms reported. Outcomes included no alerts or alarms and transfer to the cgm partner for support and potential replacement. User support included remote troubleshooting, confirmation of correct scanning technique, and recommendation to try a new sensor. Investigation of this case revealed a pairing failure consistent with a nonfunctional new cgm sensor requiring replacement, with no pump malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was a cgm sensor activation failure attributable to the external cgm component.